Event description:
This report is for an event of unintended movement when using a dx-d100 mobile unit. The customer described the event as when engaging the drive from the center, the system rolls out of control in a circle, even after letting go of the handle. Initial investigation by agfa determined mandatory upgrade of the digital motion control (dmc) board to rev. H with firmware v11r3b4 had been performed on the unit july 30, 2014. Agfa service performed checks on the dmc board, including the switches and gauges on the dx-d100 unit in this event. The board gave neither an audible nor a visual alarm indicating a failure. The unit was removed from customer use on (B)(4) 2015, powered down and the key removed. On (B)(4) 2015, during additional investigation, agfa service removed the j2 connector (the creeper switches on the collimator) from the dmc board and test drove the unit. The unit was not experiencing any further unintended movement. Replacement creeper switches were ordered. Unintended movement of dx-d100s has already been communicated for a reportable correction to the FDA: FDA reference # z-1487-13. There has been no report of harm during this event. Additional investigation is underway with both agfa and our supplier - (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
(B)(4), agfa's supplier, and agfa investigation was completed and root cause determined. On march 24, 2015, (B)(4) provided root cause that this event was different than unintended movement reported in initial report. (B)(4) confirmed there was a type of failure in the encoders or in their circuit (cables, connections). (B)(4) was able to reproduce the driving behaviour on a dx-d100 unit by exchanging the cable of the right encoder on the connector of the left one and vice versa. The same spinning motion occurred. The resolution was to swap the j4 and the j6 encoder connectors and the issue was resolved. The connectors had been misconnected resulting in the spinning motion. It is unclear as to how the connectors were swapped, possibly during upgrade or service activity. No further action required for this event.